Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 46mg/dl. Customer stated that they were trying to bolus but was giving too much insulin. The customer also stated that they were on a new medicine and has experienced low blood glucose. Customer stated that their doctor normally changes bolus setting. Customer also stated that they might have messed up their own bolus setting. Customer was advised to contact doctor to confirm bolus settings. The customer treated for the low blood glucose with sugar pills and food. The customer declined to troubleshoot for low blood glucose. The product will not be returned for analysis.

Manufacturer narrative:
(B)(4). Device passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected prime/fill anomaly noted during testing.